Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that two knives did not cut during surgery. Alternate knives had to be obtained in order to continue each procedure. Patient impact information is unknown. Additional information has been requested. This is one of two reports being filed for the same facility. This report is for the first knive.

Manufacturer narrative:
Evaluation summary. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) was performed; no anomalies were found. The product was released based on the products acceptance criteria. The lot complaint history was reviewed; this is the 1st complaint for the reported lot number and the 1st for the reported event. The root cause for the reported complaint by the customer cannot be determined. Some potential causes are improper handling, contact with the blade protective tray or contact with another instrument on the instrument tray during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).